Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for ablation procedure. During the procedure once the generator was connected to the cable and was in ready mode, an attempt was made for energization. Despite energization, no septal perforation nor any bubble were noted in the left atrium. Energization was performed and rf sound was heard, however, it was unable to perform the puncture. No error was noted. Needle light manually shaping was performed. Once the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed.